Event description:
A site operating room staff representative reported while in a tumor resection procedure, the cross hairs were green, however, the surgeon was not able to navigate any of the instruments after the incision was made and navigation had begun. The screen was unresponsive, and would not go back in the software. They were unable to press ctrl+alt+backspace. Medtronic technical services support instructed the system operator to refresh the system with a re-start. Upon re-entering the software he re-loaded the pt exam and proceeded with navigation; there were no further issues. No impact to the pt was reported.

Manufacturer narrative:
No logs or archives have been received by the manufacturer for evaluation at time of this report.

Manufacturer narrative:
Correction to patient ID. Patient weight provided.